Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone uptake of the left axillary lymph node.

Event description:
Physician reported left side rupture and silicone uptake of the left axillary lymph node. Device was explanted.

Event description:
Physician reported left side rupture and silicone uptake of the left axillary lymph node. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device in the posterior side assessed as an unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed.